Event description:
Information was received indicating that this cadd legacy pump was alarming for high pressure. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effect to the patients due to the reported event.